Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 22.9 mmol/l. Customer stated that insulin pump was updating. Customer reported that sensor needle was hard to remove. Customer stated that they had not sensor glucose value which was resulted in to high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.